Event description:
It was reported that the patient underwent a surgical procedure that utilized two lapidus nails and several threaded pegs for fixation. The original surgery occurred on (B)(6) 2018. According to the reporter, one of the screws used in the surgery started to back out of the nail post-operatively. The screw was successfully re-tightened during a follow up surgery on (B)(6) 2018, and surgeon indicated he was pleased with the final outcome. No implants were removed in the surgery. During evaluation and investigation, the implant was not available for analysis. The DHR records of implants involved with the case were reviewed. All records indicate the implants were manufactured according to specification and no deviations were noted for released product.